Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have a past experience of bent sensor cannula and blood at site. Customer reported that the site had blood and was irritated and swollen with puss. Customer removed cannula and applied neosporin. Customer also reported that cannula was bent on two occasions. Customer was advised that sensor would be replaced.